Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(6) 2011. The fse found a faulty vacuum pump which was replaced. The fse performed a due preventive maintenance (pm) and verified system performance to published specifications. Hardware has been determined to be the root cause for this event.

Event description:
A customer contacted beckman coulter inc., (bci) regarding "vacuum under limits" errors and a leak from the front of access 2 immunoassay system. There was no report of injury to lab personnel.